Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient also alleged black pieces coming out. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and there were no signs of contamination on the outside of the device. The manufacturer visually inspected the device internally and found there was evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one instance of an error 193. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The manufacturer concludes there was evidence of sound abatement foam degradation or breakdown.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged black stuff in machine and having nasal/throat burning and irritation. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and not found anything. The manufacturer visually inspected the device internally and found evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.